Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed: one cortscr ø1.5 self-tap l12 tan (part number 400.812s, lot number 9228261, mfg date 06nov2014; part 1) was received. Upon evaluation of the complained device, the head has been broken off on the proximal end of the screw. The complaint condition is confirmed. Product drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. It is likely the bone was not pre-drilled prior to insertion of screw and the screw was over torqued due to hard bone leading to the breakage of the screw. It is likely the bone was not pre-drilled prior to insertion of screw and the screw was over torqued due to hard bone leading to the breakage of the screw. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon had difficulty in inserting the reported cortex screws in the bone during surgery of metacarpal bone fracture. One of the reported screws was bent during insertion. As the surgeon thought there was a problem in the angle, he tried to insert the other screw in the same hole instead, but the screw head was broken. Other screws used for the shaft of the metacarpal bone could be inserted without any problem before these events. No surgical delay was reported. No adverse consequence to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. The patient is reported as ¿young¿ , but specific age was not provided. Screw broke intra-operatively the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ (B)(4). Manufacturing site: (B)(4). Manufacturing date: 06.nov.2014. Expiry date: 01.oct.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.